Manufacturer narrative:
At this time there is no further information available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that an alert was detected due to low shock impedance measurements. Technical services (ts) was contacted and walked the caller through checking the lead trend data which showed normal measurements, so only one single low out of range measurement was recorded. Ts discussed the potential for an intermittent short condition and to test the system with a max energy shock. The health care professional was going to discuss further action with the physician.